Manufacturer narrative:
The customer reported that in 2009, and at about 9:37 am, the patient in bed had a dsat episode and the monitor did not alarm. The patient was critically ill before the alleged incident occurred and died the following month. The monitor in question was tested by the hospital. The monitor passed all tests, including alarming for desaturation. Alarm logs show that the monitor was alarming before, during, and after the incident time given by the customer, including a desaturation alarm at the time that the user claims that it did not alarm. The user at the central station silenced that alarm. The other alarms were also silenced, mostly at the central station. Based on the available information, the monitor worked as intended and at least one user was aware of the alarms. The product labeling, both bedside monitor and central station adequately describe acknowledgement of alarms. There is no product or labeling problem. No further investigation or action is warranted. 'The hospital has verified that this is the same event and issue as reported separately by philips under medwatch #1218950-2009-01942.

Event description:
The customer reported that a desat was not heard and a patient death occurred.